Event description:
On 08/27/2025, it was reported by an arthrex employee via (B)(4) that an ar-13991n surefire scorpion needle broke during surgery. This was discovered during the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on photographic evidence showing an ar-13991n surefire scorpion needle fractured at the tip. Based on the information provided ¿ which may include the device (if returned), photographs, videos, the event description, and any additional field input ¿ arthrex has determined the most likely cause of the reported failure. The most likely cause is a user-related error involving excessive force applied during needle firing, which can lead to tip breakage. Per (B)(4), users are cautioned against improper handling or applying excessive force during use, as these actions may increase the risk of needle breakage and potential patient injury.